Manufacturer narrative:
Findings: was there an unused spin or did the image rotate back to normal following reboot? No, there was no unused spin. They did not store the 2d image ¿ after reboot the picture was not present anymore. Was the rotated image in the wrong l/r orientation or the wrong a/p orientation? I have asked the or staff ¿ mr. (B)(4) ¿ and he said no wrong orientation in l/r or a/p. The provided information has been confirmed with the physician: yes or no if no please specify reason for no confirmation: I have interviewed mr. (B)(4) from the or team.

Manufacturer narrative:
Patient information was unavailable from the site. Unique device identification (UDI) is unavailable. Device manufacturing date is unavailable. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Event description:
Medtronic received information regarding an imaging device being used for a spinal fusion procedure. It was reported that after a 2d shot, the image appeared on the mobile view station (mvs) screen and was permanently rotated. The system was rebooted and the issue was resolved. There was no impact on patient outcome and no delay due to the reported issue.

Manufacturer narrative:
It was found that there was no unused spin. They did not store the 2d image and the reboot the picture was no longer present. There was no wrong orientation in the l/r or a/p.

Event description:
Medtronic received information regarding an imaging system being used in a spinal fusion. It was reported that after a 2d shot, the image appeared on the mobile viewing station (mvs) screen permanently rotated. The site rebooted the system and the issue resolved. There were no unused spins and the site did not store the 2d image so after the reboot the image was not present anymore. There was no wrong orientation in l/r or a/p. There was no delay to the procedure and no impact on patient outcome.